Event description:
The customer reported that he was experiencing high blood glucose of 498mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and the test failed. The caller mentioned that the insulin pump alarmed motor error. The customer called back and stated that he went to the emergency room because he did not have any insulin and his glucose level went up to 598mg/dl. The customer's blood glucose was treated and he was released. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a faulty force sensor. Further testing could not be performed due to the prime anomaly. However, the motor passed the motor test and displacement test.